Manufacturer narrative:
The MFR is attempting to acquire the explanted device and obtain additional information regarding the reported event. No further information is available ar this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). Information was provided to the MFR through their device tracking system indicating that the pt expired on (B)(6) 2013, due to infection.

Manufacturer narrative:
The manufacturer was unable to conduct an investigation of the explanted device because it was not returned by the hospital. A review of the device history record revealed the device met applicable specifications. Based on the information available and due to the device not being returned for analysis, no conclusion can be drawn as to the cause of this event. No further information is available at this time. The manufacturer is closing its file on this event. Placeholder.

Manufacturer narrative:
No further information is available at this time. The manufacturer has closed its file on this event. Placeholder.

Event description:
Additional information provided by the clinical representative regarding patient condition was received indicating that the patient was originally diagnosed with a driveline infection, secondary to a driveline trauma. The patient was being treated with antibiotics both orally and intravenously. The infection was device related, secondary to the driveline trauma. An autopsy was not performed. The pump was functioning at the time of death. No data log files are available for review.